Event description:
Reported due to inability to corss and seal a perforation resulting in an intervention. The physician attempted to seal a free perforation of the left circumflex (lcx) artery with a graftmaster stent graft. The patient was admitted due to an acute myocardial infarction (mi). It was reported that the lcx was totally occluded and the vessel was extremely tortuous. The physician "attempted to place stents but was unable to expand the stents after deployment". The perforation occurred with high-pressure inflation. The physician attempted to seal the perforation using the graftmaster stent graft but was "unable to deliver despite the use of a 8 french (fr) amplatz guide and mailman wire." The perforation was reportedly sealed "with reversal of anticoagulation and prolonged complaint balloon inflation." The patient did not undergo any other procedures. Reportedly, the myocardial infarction (mi) was not related or caused by the graftmaster stent's inability to cross. At last report, the patient was still in the hospital. The patient's condition was reported to be "stable with a much improved left ventricle." The physician is anticipating discharged to home soon. Although requested, no additional information was provided.